Manufacturer narrative:
On (B)(6) 2017: during follow-up, it was reported that the customer has not received any additional occlusion alarms since performing the fill cannula step when applying a new site. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms after infusion set site changes. The customer is able to clear the alarm and resume insulin without any additional occlusion alarms announcing. The customer¿s blood glucose (bg) level was not impacted. System check was performed on current supplies and the pump performed as intended. No damage was noted to the cannula. Reportedly, the customer's pump is worn inside the customer's pocket. During the system check with tandem technical support (cts), the customer advised that they do not always perform the fill cannula step when inserting a new site. Cts advised the customer that the fill cannula step is required whenever an infusion set site is inserted, the customer acknowledged and stated they would perform this step from now on. The customer was able to complete a new load process during the call.